Manufacturer narrative:
(B)(4). Results evaluation: arterial/vessel occlusion. Results/conclusions: severe vessel calcification and tortuosity.

Event description:
An endurant abdominal stent graft system was implanted in a patient approximately 1 month ago for the endovascular treatment of a 3 cm diameter right iliac aneurysm. The vessels were severely tortuous and calcified. The aortic neck was 2.6 cm long and it was 25.7 mm, 28.1 and 30 mm from the proximal to the distal portion. It was reported that 6 days later, the 16 x 10 endurant iliac limb that was used to extend down the right side was found to have kinked and the right side was occluded. The physician stated that there was no distal out flow and he could not get a wire though. The decision was made to perform an axillary - femoral bypass to restore blood flow. No additional clinical sequelae were reported and the patient is fine.